Event description:
An engineering investigation was initiated based upon filed failures of low voltage pins on the device-end connector of standard paddles and therapy cables attached to the product. A failure of a pin could result in an inability to provide therapies to a patient.